Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One unk biomet abutment and one full osseotite® implant 5 x 7mm (fos507) were returned for investigation. Visual evaluation of the returned abutment identified fractured at the top. Dried blood and other debris on the returned devices. Device history record (DHR) review and complaint history review could not be performed for unk biomet abutment as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age at time of the event unknown / not provided. Gender unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Type of the device unknown / not provided. Additional device information unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported the abutment in tooth location #36 fractured and was removed along with the implant.